Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patients implantable pulse generator (ipg) was no longer working following a non-device related procedure. The patient underwent an explant procedure. All explanted devices were not returned.